Event description:
It was reported that; when the plate screw was implanted at left c2 and advanced more with screw driver, the screw was not advanced and the screw head was slipped. Therefore, the screw was changed the new same other one and the operation was continued. Reportedly; the patient bony substance was heavy and the thread was cutting with tap, but the thread was shallow. The screw thread has broken.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment; the device was confirmed deformed on visual examination. Manufacturing records for this product were reviewed and no anomalies were found. The probable root cause is the patient's bone quality.

Event description:
It was reported that; when the plate screw was implanted at left c2 and advanced more with screw driver, the screw was not advanced and the screw head was slipped. Therefore, the screw was changed the new same other one and the operation was continued. Reportedly; the patient bony substance was heavy and the thread was cutting with tap, but the thread was shallow. The screw thread has broken.